Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Additionally, it was reported that the customer experienced ongoing elevated blood glucose (bg) levels of over 500 mg/dl. Reportedly, the cause for elevated bg level was unknown, however, customer reported forgetting to deliver a bolus for food consumed on occasion. Correction boluses were delivered to address bg level, and the pump supplies were changed to address the occlusion alarms. Recommendation was made to consult with a healthcare provider to discuss diabetes management.